Event description:
This report is based on information provided by philips service parts supply (sps) warehouse and has been investigated by the philips complaint handling team. A power supply was returned for which the customer was given the option of part replacement or part credit. Based on the information provided, when the power supply was installed into the v60 ventilator, voltage was not getting to the power management (pm) printed circuit board assembly (pcba) as the biomedical technician was reading 0v. The biomedical technician checked the power cable and wires going to the power supply and was getting 120v to the power supply. While waiting on the phone for technical support, the biomedical technician had the v60 in service mode and found that there was smoke coming from the power supply. The biomedical technician removed the power supply and noticed a black spot on the power supply itself. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. We are unable to confirm the final decision by the customer or final disposition of the device. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.